Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device had a bleeding from the incision site. Available information indicated that there was no evidence of infection. Further, the incision was repaired with glue. The device remains in service. No additional adverse patient effects were reported.